Manufacturer narrative:
Devices returned for the reported fault of switching on automatically normally have symptoms including an excess current drain and multiple manual power ups, mainly of ten-minute duration recorded in the device history log. The device current drain was verified during the investigation and there were no manual power ons recorded in the history log. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. No fault was observed. The device was further stressed by placing the device in a humidity chamber set at 50°c 95%rh for 48 hours while performing a self-test every 20 minutes. This testing equates to approximately 9.5 years of self-tests under stress without fault. Furthermore, during testing at heartsine it was confirmed that the device successfully recorded all data entries. This would suggest that a pad-pak was never installed, a depleted pad-pak was installed, or the pad-pak was incorrectly installed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.